Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Manufacture date: monitor - (B)(4) - 12/04/2017, belt - (B)(4) - 04/28/2015.

Event description:
A us distributor contacted zoll to report that a patient was treated by the lifevest. The patient was reportedly conscious at the time of the treatment event. Review of the patient's downloaded flag files revealed that one treatment shock was delivered to the patient. The shock occurred on (B)(6) 2020 at 00:34:25. Due to an sd card fault, the patient's ECG rhythms at the time of the treatments is unknown. The response buttons were pressed after the treatment event. The response buttons functioned appropriately. The patient reportedly did not seek medical attention. As the appropriateness of the treatments is unknown, reporting this event out of an abundance of caution.